Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), product type catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-may-2023, UDI#: (B)(4). Analysis identified an anomaly to the catheter/guide wire. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen (1000 mcg/ml) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that during the initial implant procedure, when they tried to pull the stylet out after the catheter was placed, they were not able to. The stylet was stuck in the catheter. There were no environmental, external, or patient factors that may have led or contributed to the issue. A new catheter was opened and use. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.